Event description:
Customer reported via phone call, she was hospitalized due to overdose and high blood glucose. Customer's daughter called the paramedics. Customer was on the device during the hospitalization. Customer mentioned the device had cracked and reservoir tube lip was chipped. Customer didn't know her blood glucose level. Customer stated damage may have occurred when it was submerged in water or when she was admitted to the hospital it was hit against the rail. Customer declined high blood glucose troubleshooting. Customer was advised to discontinue use of the device and to revert to back up plan. The device needed to be replaced due to the cosmetic damage. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no moisture damage found on keypad traces, under lcd screen, electronic assembly, or motor. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window. See manufacture report number 3004209178-2015-7949 device submerged in water.